Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/7/2021. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From the photo, the team observed that the plunger is separated from the stopper and the stopper is distorted. The sample was subjected to visual inspection and the plunger was observed to be separated from the stopper. The plunger was then subjected to further inspection and the team observed that there was short molding at the plunger head. A device history record review found no non-conformances associated with this issue during production of this batch. Short molding on the plunger head could have occured during machine start-up. The initial shots with short molding defects after machine start-up where not purged and removed before being conveyed to the subsequent process. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll w/ndl eclipse 23x1 rb experienced a misaligned/jammed/insecure stopper. The following information was provided by the initial reporter: distorted stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl eclipse 23x1 rb experienced a misaligned/jammed/insecure stopper. The following information was provided by the initial reporter: distorted stopper.